Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested. The user facility reportedly checked the ventilator and found no issues. No ventilator logs were provided. The ventilator was reportedly not connected to any evacuation system. The root cause of the event has not been determined.

Event description:
It was reported that during patient treatment the peep (postive end expiratory pressure) value of the device measures -12 cmh2o during simv or CPAP ventilation mode. There was no patient harm. Manufacturer's ref. #: (B)(4).